Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 436 to 484 mg/dl at the time of the incident. The customer was at 405 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as abdominal pain and a headache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump display looked cloudy. The customer reported wetness inside the reservoir compartment. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep test, displacement accuracy test and selftest. Possible under delivery anomaly not confirmed. Pump exposed to moisture confirmed. Moisture damage was found on the electronic assembly and motor. No moisture damage was found on the keypad. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.